Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to technical support that a fresenius 2008t hemodialysis (hd) machine had an ¿act. Blood pump failed¿ message that appeared in the last three minutes of a patient¿s treatment. The biomed stated there was no patient harm, but indicated the event resulted in minor blood loss. Blood from the arterial line was returned, however, blood from the venous line had clotted and could not be returned. The patient¿s estimated blood loss was said to be 200 ml. The patient did not complete their treatment. However, there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the machine was pulled from service for evaluation. The biomed could not duplicate the alarm. They ran multiple tests, including a three-hour mock treatment with saline bags to simulate a real treatment, and there were no issues. The alarm did not reoccur during the mock treatment and the biomed did not need to replace any parts on the machine. Upon follow-up, it was confirmed that the machine was ready to be returned to service. As no parts were replaced, a sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) reported to technical support that a fresenius 2008t hemodialysis (hd) machine had an ¿act. Blood pump failed¿ message that appeared in the last three minutes of a patient¿s treatment. The biomed stated there was no patient harm, but indicated the event resulted in minor blood loss. Blood from the arterial line was returned, however, blood from the venous line had clotted and could not be returned. The patient¿s estimated blood loss was said to be 200 ml. The patient did not complete their treatment. However, there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the machine was pulled from service for evaluation. The biomed could not duplicate the alarm. They ran multiple tests, including a three-hour mock treatment with saline bags to simulate a real treatment, and there were no issues. The alarm did not reoccur during the mock treatment and the biomed did not need to replace any parts on the machine. Upon follow-up, it was confirmed that the machine was ready to be returned to service. As no parts were replaced, a sample was not available to be returned for evaluation.